Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was found out of specification in relation to the customer reported alarm output volume low even when set to max volume setting which was reproduced. The reported condition was verified. The cause was determined during a visual inspection to be the speaker fall off the rear case of the pump. The rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq pump had low volume when set to max volume setting. The problem occurred during testing at the biomed service department. There was no patient involvement. No additional information is available.